Event description:
It was reported that this pacemaker was exhibiting loss of capture (loc). Patient is in atrial fibrillation (af). Right ventricular automatic threshold (rvat) test was successful. The device remains in service. No adverse patient effects were reported.